Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-08256. It was reported (australia) the patient experienced discomfort unilateral on the right side of the abdomen. As a result, the scs system was explanted (explant date unknown). Device information for the leads is unknown at this time. Additional devices may be added at the later date once the device information is available.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2017-08256, reference MFR. Report# 1627487-2018-00336. Additional information received identified the issue has resolved. Another lead is added as device 3. Device information is unknown at this time.